Event description:
The surgeon attempted to insert the essure into the right fallopian tube and was unable to do so. The surgeon stated that she thought something was wrong with the product. The device was removed from the patient and it was noted that the tip of the device was not present. It is unk if the tip was missing when the package was opened or if it broke off during the attempted procedure. Reason for use: desires permanent sterilization.